Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was playing sports. The shock induced the patient into ventricular fibrillation (vf) which was appropriately treated with a second shock. It was noted that the patient has permanent atrial fibrillation (af). Technical services (ts) was consulted to review the episodes as the physician is considering scheduling a possible stress test. The s-ICD remains in service and no adverse effects were reported. Additional information was received when ts reviewed the episodes. Ts noted that the s-ICD delivered the inappropriate shock due to the patient's heart rate being around 210 bpm, which is the conditional zone cut-off and the morphology changed. Ts discussed further troubleshooting and programming options. The s-ICD remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was playing sports. The shock induced the patient into ventricular fibrillation (vf) which was appropriately treated with a second shock. It was noted that the patient has permanent atrial fibrillation (af). Technical services (ts) was consulted to review the episodes as the physician is considering scheduling a possible stress test. The s-ICD remains in service and no adverse effects were reported. Additional information was received when ts reviewed the episodes. Ts noted that the s-ICD delivered the inappropriate shock due to the patient's heart rate being around 210 bpm, which is the conditional zone cut-off and the morphology changed. Ts discussed further troubleshooting and programming options. The s-ICD remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was playing sports. The shock induced the patient into ventricular fibrillation (vf) which was appropriately treated with a second shock. It was noted that the patient has permanent atrial fibrillation (af). Technical services (ts) was consulted to review the episodes as the physician is considering scheduling a possible stress test. The s-ICD remains in service and no adverse effects were reported.